Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This event was previously reported on report: 0001822565-2017-02087.

Manufacturer narrative:
Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: chan jy, giori nj, uncemented metal backed tantalum patellar components in total knee arthroplasty have a high fracture rate at mid-term follow-up, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.02.062. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2017-02088.

Event description:
It was reported in a journal article that two patients underwent a revision due to instability. The patients later experienced a patellar fracture on an unknown date. No further information is available.